Event description:
Bravo ph capsule was aspirated when deployed due to pt coughing requiring a bronchoscopy to remove, a second attempt was made to deploy a new device with the same lot number, it failed to deploy. A third attempt was made with a device from a different lot, deployment occurred without problem.